Manufacturer narrative:
E1: initial reporter phone: (B)(6). Investigation results: device evaluated by MFR: the interlock .035 device was returned for analysis. Visual inspection revealed the main coil, the introducer sheath and the delivery wire were returned. It was observed that the main coil was bent and stretched at the primary coil section, also the arm coil was detached. Microscopic inspection revealed the main coil was detached, bent and stretched. Dimensional inspection of the main coil revealed the components were within specification. No other issues were identified during the product analysis. Device history record (DHR) review it was confirmed this device met manufacturing specifications prior to distribution and there were no manufacturing deviations that could have contributed to the reported event. Labeling review: review of the instructions for use (IFU) confirmed that the content was sufficient and did not contribute to the reported event; therefore, no updates are required to the document at this time. Investigation conclusion based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code unintended use error caused or contributed to event.

Event description:
Reportable based on device analysis completed on 27mar2026. It was reported that the coil could not be advanced and stretched. The target lesion was located in the spleen. A 12mm x 40 cm interlock-35 was selected for use. During the procedure, the coil could not be advanced through the 5f non-boston scientific angiography catheter, likely at the catheter tip. The coil was withdrawn from the body, and it was found to be stretched. The procedure was completed with another of same device. There were no patient complications as a result of this event. However, device analysis revealed that the arm coil was detached.